Event description:
Customer reported that the t:slim x2 pump battery would not charge, despite attempts to troubleshoot by using different charging cables and adapters. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections (mdi) as a backup therapy, and tandem technical support arranged to send a replacement pump, provided training resources, and instructed on the return process for the faulty device.